Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system gave an alert indicating a button was active at startup. Upon troubleshooting, the fse checked the geo module and found that the geo module's handles were broken. To resolve the issue, the fse replaced the part missing at the geo module (bipl table clamp and belly bar). After the replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating a button was active at startup, which can impact booting. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.